Manufacturer narrative:
The insulin pump was received with excessive no delivery alarms due to a faulty force sensor resistor. The pump had cracked battery tube threads and a scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer has had 17 alarms this morning and 13 alarms in the last few days. Customer's father stated that they have changed the infusion set or reservoir with most of the alarms. Customer's father stated that there was normal resistance with the plunger push and they received a no delivery alarm with the 5.0 unit fixed prime. Customer's father programmed a fill cannula into the air and the alarm occurred again. The insulin pump will be replaced.